Event description:
Nurse attempted to activate/compress heat pack to apply to skin prior to IV placement in pre-op. Heat pack exploded contents on patient's right forearm and my right upper leg. Cleaned patient's skin with towel and changed my scrub pants. Appeared majority of contents landed on me instead of patient. Assessed patient's skin no discoloration, patient denied contents feeling warm/hot on skin, denied pain.